Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that due to early sensor failure, patient removed the sensor and was unable to determine whether the wire was in her skin or not.at the time of her call to dexcom technical support, patient reported that she was feeling fine.